Manufacturer narrative:
Baxter received and evaluated the device. A service history review was completed and revealed the current reported symptom does appear as a repeat symptom within the past 12 months. During the previous service event the problem was not reproduced and no device issue was identified during the prior service. Review of the prior service record indicates that all service actions were completed during the prior return. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was tested for downstream occlusion detection and passed. Testing of the device found it to be within specification and the customer reported issue could not be reproduced. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed the downstream occlusion test, exceeding the passing range failing at 22.56 pounds per square inch (psi) on the medium setting after prior repair. There was no patient involvement. No additional information is available.